Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a wedge resection procedure, the blue staple was successfully fired, but after a few minutes all staples from the tissue came off. It was also reported that there was a poor staple formation. The surgeon used his handle to reinforce the suture on the outside of the cutting line. The surgical procedure was extended for more than 30 minutes. It was also reported that the patient's lung parenchyma oozed blood, but the amount is not more than 250 cc.